Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager indicated that it was open when it was actually closed. The customer was able to recover the remote manager, but it failed again once the door was closed. The light continued flashing as if it were open, and the alignment was not off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager indicated that it was open even though it was actually closed. A field service engineer (fse) identified that the refrigerator door was not opening and, upon inspection, found a misalignment between the door hasp and the remote manager. The fse adjusted the remote manager to correct the alignment, ensuring proper engagement and secure closure, which restored normal operation to resolve the issue. The system functioned as intended after the field service engineer repaired the device.